Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators advisory, triggered elective replacement indicator (eri) with a monitoring voltage of 2.58 volts and charge time measurements of 19.1 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that this device was explanted due to normal battery depletion. No adverse patient effects were reported.